Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: during testing, the battery compartment was observed to be cracked, the display screen was dim and discolored, the display lens was cracked and contained moisture under it. It was also observed that the pump was powered on and emitted a call service 069 call service alarm immediately. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment, a dim and discolored display screen, a call service 069 alarm and a cracked display lens which contained moisture under it. This report is made based on results of investigation completed on 10/19/2017.